Event description:
The customer reported that the 840 ventilator had a vent inop condition. There was no patient involvement. Covidien troubleshot this issue with the customer and suggested to run the device overnight. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain result of testing but no response received from the customer.